Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative the product was returned to depuy synthes for evaluation. ¿ visual inspection of the returned device found that comes in used condition. Biological matter can be observed on the device's tip and suction tube. The device will be sent to the manufacturer for further testing. Manufacturing investigation result for vapr coolpulse90 electrode: the device was returned in its original packaging. The tip is used, significant usage to active tip. Tissue debris inside the active tip, some biological residue around the manifold. Handle assembly is in good condition. Cable and plug are in good condition. Procedural residue visible in suction tube. Electrical checks: the device passed all the parameters. Functional checks: the device failed the flow rate test before and after activation. The investigation shows the blockage experienced by the end user is confirmed and can be attributed by procedural tissue debris. Based on the outcome of the investigation findings and a review of the product, no correction or containment actions have been implemented. The overall complaint was confirmed as the observed condition of the vapr coolpulse90 electrode would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to procedural variables, such handling of the device or product interaction during procedure; as per the instructions for use; do not allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished device u2505006 number, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H.11. Additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unspecified surgical procedure the vapr coolpulse90 electrode device suction was not working even when the hospital's suction tube is clear and functioning. Another device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. The exact date of this event was unknown but was noted to have occurred in 2025. No additional information was provided.